Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the patient had a blood glucose (bg) of 333mg/dl with symptoms of fatigue and extreme drowsiness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged button keypad issue.

Manufacturer narrative:
Follow-up #1: date of submission 07/28/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad appears unremarkable; unable to duplicate keypad malfuntion. All buttons function appropriately. The battery compartment is free of moisture. The display lens free of moisture. A leak test suggests leak in audio bolus button cover. The keypad was removed and there was no contamaination found. Opened device; moisture present throughout device. There was one battery compartment crack found from the bumper toward case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.